Event description:
Upon an attempt to deploy a coronary stent with delivery system at the target lesion site in the patient's right coronary artery, the stent slipped off of the balloon catheter and could not be retrieved. The patient was subsequently sent for emergent coronary artery bypass graft surgery. There were no additional complications reported relative to the patient and/or event.